Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, b6, h6.

Event description:
(B)(6) later reported no rupture confirmed via mammogram and ultrasound. Un-reporting rupture.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "possible material defect (rupture)". This record is for an unknown side. Device remains implanted. Device return status unknown.